Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and the motor, wave washer, bearings, planetary carrier, gears, and spring seal were replaced due to going through the wash and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device was sent through the wash. Timing of the event was during cleaning. Therefore, there was no patient involvement. Investigation found the motor speed was erratic. No adverse event was reported as a result of this malfunction.